Event description:
It was reported that the patient experienced a hypoglycemic event to 61 mg/dl while using the ilet system, then overtreated with banana bread and cookies, resulting in subsequent hyperglycemia; the device reportedly did not provide a low or urgent low alert, and no medical intervention or assistance was required. Symptoms included a low blood glucose measurement without loss of consciousness or other acute effects. Outcomes included transient hypoglycemia with self-correction and subsequent hyperglycemia, without hospitalization or long-term impact. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported and an unclear cause of the low glucose, with user overtreatment contributing to post-event hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.